Event description:
In the left foot buniectomy, the screw head broke off on the final turn. Head was retrieved. The screw was left in and two more (shorter) were used with a secure fixation.

Manufacturer narrative:
This is the first complaint referring to lot s0001882 mechanical lot release test results were in normal, acceptable level and there were no deviations in the in-process dimensional measurements. In the IFU of smartscrew it is stated: "since the torsion resistance is less than that of metal screws, extra attention should be paid not to use too much torque when implanting the screw (use pinch grip). In case the friction increases too much during the insertion there is a risk of screw head breakage. If the osteosynthesis is already stable, the screw can be cut." It seems that surgeon has used too much force in the last turn of insertion, which has caused the breakage.